Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v498894, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The manufacturing representative reported that the patient stated that she saw a nurse sometime last fall, but the device no longer worked and the battery was dead. She was not interested in a replacement. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.